Manufacturer narrative:
The analysis did show that the bearings have been gritty and stiff. The handpiece had a medium debris level and the bur slipped. The head of the handpiece had a dent which caused the back cap button to stick in. This caused inner friction and, as a result, the heat up of the head. The dent shows that the handpiece received a strong hit, e.g. A drop during reprocessing. All other deviations are the result of normal wear process and a suboptimal maintaining process (debris within the handpiece). The user instructions requires a visual and functional test prior to each treatment to ensure that the handpiece runs within specifications. Reported due to the 2 year presumption rule.

Event description:
During a standard dental treatment, the head of the handpiece heated up and burned the pt on the lower lip. As it was a small burn, pt did not received any medication or ointment. Dental office does not recall the pt's name, hence they are not able to supply further data.